Event description:
The patient presented for a follow-up, asymptomatic. Dashes (---) were noted for several parameters. Emergency vvi was successful and all parameters were programmed. The patient stood up, "passed out" and fell, injuring her head. She was conscious after the fall and in sinus rhythm when admitted to the hospital. Dashes were again noted for parameters. Emergency vvi and programming resulted in normal function. However, the physician elected to replace the device.